Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During an internal review of programming and diagnostic history, it was identified that a generator was programmed at settings that are potentially the result of interrupted system diagnostics and which were not corrected in a previous visit. The date when the event may have occurred is unknown, as no diagnostics history was available. The settings were corrected on (B)(6) 2006. No patient adverse events were reported.